Event description:
It was reported that a device was used during a laparoscopic assisted vaginal hysterectomy. The device locked out intermittently and then stopped working. Multiple diagnostics were performed. The case was complete by scissors. There was no consequence to patient.